Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. Additional information indicated that the cause of high pacing threshold was unknown, but was expected to be attributed to the lead. This ra lead was surgically abandoned. No additional adverse patient effects were reported.